Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable and the tandem-provided wall adapter. There was no reported adverse impact to the customer's blood glucose level. A new charging cable and wall adapter sent to the customer. Customer was able to begin charging battery.